Event description:
It was reported that fluctuating battery voltage resulted to trip premature eri. The device voltage exhibited above eri and then below eol. The device was explanted and replaced successfully. There were no complications reported during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported battery voltage fluctuations were not confirmed in the laboratory due to a corrupted device image. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.